Manufacturer narrative:
The investigation was unable to determine a specific root cause. The event was consistent with sample quality/preanalytic issues. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer decontaminated the flow path. He ran an ise check, calibration, qc, and precision testing, which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. For one sample, the initial chloride result was 93.9 mmol/l, and the repeat results were 104.4 mmol/l and 104.9 mmol/l.